Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, delamination of the diaphragm valve, crease flat. Leak test was performed and found opening on posterior side, delamination diaphragm valve. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool and delamination on diaphragm valve. Based on the device analysis the final assessment is: a striated edge opening on posterior side assessed as surgical damage. Delamination of the diaphragm valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.